Event description:
It was reported the patient's device showed high impedance readings. At a visit to the health care provider (hcp) in 2010, the patient showed generalized rigidity with cogwheeling throughout. Both of the patient's device batteries were at end of battery life. Both were at a lower voltage than they were at the patient's previous visit. The patient's right-side device showed impedances of >2000 ohms on combinations 0 <(>&<)> 2 and 0 <(>&<)> 3. The patient planned to have both stimulator batteries replaced.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2004-(B)(6), product typ extension, product ID 748251, serial# (B)(4), implanted: 2004-(B)(4), product typ extension product ID 7438, serial# (B)(4), implanted: 2004-(B)(6), product typ programmer, patient product ID 3389, serial# (B)(4), product typ lead product ID 3389, serial# (B)(4), product typ lead. (B)(4).